Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. (B)(6).

Event description:
It was reported that following an implant procedure, the patient experienced four days of numbness and then excruciating pain at top of head or when her head touches anything. The pain is two inches from the forehead and down past the neck. The patient was unable to sleep. The pain persists with the stimulation on or off. The physician assessed the pain was likely due to occipital nerve irritation intra-operatively from the implant procedure. The patient went to the hospital was administered local anesthetic and a steroid injection on right lower back of head which provided instant relief for 10 hours. The device was reprogrammed which also reduced the pain.